Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that one of the prongs on the ac power cord was missing. The pump was returned to the pharmacy department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. Upon return to the pharmacy, it was noted that one of the prongs on the ac power cord was missing and discoloration inside the transparent ac plug. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.